Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/23/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3633sp self-punching triple loaded fibertak stuck out a little from the bone. This occurred during use. There was no additional information provided, and additional information has been requested.

Event description:
Additional information was provided on 09/26/2025 where it was reported that this event occurred during a shoulder arthroscopy for rotator cuff repair, using fibertak 2.6 mm anchors and swivellock 4.75x22 mm anchors. An instrument was used to prepare the bone. The device was used to complete the procedure.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photo provided, which shows the ar-3633sp self-punching triple loaded fibertak sticking out from the bone. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Dfu-0054-eo: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.